Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported she experienced discomfort when inserting the tampon so she removed it right away and upon removal the tampon fell apart leaving pieces inside. She manually removed remaining pieces.